Manufacturer narrative:
There is no known patient involvement. The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that water samples of the sorin heater-cooler system 3t showed an increase of the coliform parameters. There is no known patient involvement. The review of the mycobacterial results taken by the customer confirmed the contamination. A sorin group field service representative was dispatched to the facility to investigate and was unable to confirm a user or handling error. The customer was advised to continue to maintain the units according to the IFU and to monitor the issue. A change of the water maintenance is not required at this point. A review of the DHR was unable to identify any concessions, deviations or nonconformities relevant to the reported failure. This issue will be monitored. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure.

Event description:
Sorin group (B)(4) received a report that water samples of the sorin heater-cooler system 3t showed an increase of the coliform parameters. There is no known patient involvement.